Event description:
This unit was being used in a rescue at the time of the battery low issue. Changed battery after rescue, and then unit gave service required.

Manufacturer narrative:
Investigation is ongoing.